Event description:
While performing a tur (transurethral resection), the vapor electrode would not cut at all. There was no electricity from bovie. We changed the electrode and connected it to the same bovie and it worked fine.